Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons are unresponsive sometimes. The customer¿s blood glucose was unknown. Customer reported that the insulin pump received failed battery, no delivery alarm and rejects new batteries during replacement. The device will not be returned for the analysis.